Manufacturer narrative:
The device was returned to olympus for inspection. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: display error code e433 was due to a damaged cable. The most probable cause of the complaint is cause not established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The electrosurgical generator esg-400 was returned to the service center with a report of working intermittently and the touch screen does not function correctly. This does not indicate an MDR reportable event. However, MDR reportable failure was found during testing at the service center. During inspection of the device, display error code e433 was found. There was no patient involvement.